Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to deep vein thrombosis (dvt). The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient subsequently reported blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the events approximately ten years post implant and also reports blood clots, chronic pain post implant, moods, anxiety and depression triggers. The patient has since reported becoming aware of fractured filter struts retained in the ivc. According to the medical records the patient presented to the emergency department (ed) with a painful swollen left thigh. The patient had multiple previous hospital admissions after a gunshot wound to the liver. The medical history at the time of the ed visit included gunshot wounds to the abdomen, left hand and liver as well as a biliary fistula and intrahepatic abscess. A duplex ultrasound was obtained, revealing an extensive thrombus from the groin to the knee. The patient was then admitted to the hospital and interventional radiology was contacted to evaluate placement of an ivc filter, as well as possible thrombolysis/thrombectomy. The patient was started on therapeutic lovenox and coumadin. During the course of the hospitalization, the patient underwent several procedures in interventional radiology, including a pelvic venography; ivc and renal venography; placement of a temporary ivc filter; thrombolysis of the left lower extremity; pelvic vein thrombectomy; angioplasty of common femoral vein, external iliac vein, common iliac vein and ivc; in addition to placement of stents in the common femoral vein, external iliac vein, common iliac vein and ivc. Surgical procedural details were not provided. The final discharge diagnosis was noted as extensive left lower extremity dvt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The instructions for use states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the redacted- amended patient profile form (ppf), the patient additionally reports becoming aware of fractured filter struts retained in the inferior vena cava.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient subsequently reported blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the events approximately ten years post implant and also reports additional blood clots, chronic pain post implant, in addition to moods, anxiety and depression triggers. According to the medical records the patient presented to the emergency department (ed) with a painful swollen left thigh. The patient had multiple previous hospital admissions after a gunshot wound to the liver. The medical history at the time of the ed visit included gunshot wounds to the abdomen, left hand and liver as well as a biliary fistula and intrahepatic abscess. A duplex ultrasound was obtained, revealing an extensive thrombus with no augmentation from the groin to the knee. The patient was then admitted to the hospital under trauma service, and interventional radiology was contacted to evaluate placement of an inferior vena cava filter, as well as, possible thrombolysis/thrombectomy. The patient was started on therapeutic lovenox and coumadin. During the course of the hospitalization, the patient underwent several procedures in interventional radiology, including a pelvic venography; inferior vena cava (ivc) and renal venography; placement of a temporary inferior vena cava filter; thrombolysis of the left lower extremity; pelvic vein thrombectomy; angioplasty of common femoral vein, external iliac vein, common iliac vein and inferior vena cava; in addition to placement of stents in the common femoral vein, external iliac vein, common iliac vein and inferior vena cava. Surgical procedural details were not provided. The final discharge diagnosis was noted as extensive left lower extremity dvt. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the medical records provided, the patient presented to the emergency department (ed) with a painful swollen left thigh after a gunshot wound to the liver. The medical history at the time of the ed visit included gunshot wounds to the abdomen, left hand and liver as well as a biliary fistula and intrahepatic abscess. A duplex ultrasound was obtained, revealing an extensive thrombus with no augmentation from the groin to the knee. The patient was then admitted to the hospital under trauma service, and interventional radiology was contacted to evaluate placement of an inferior vena cava filter, as well as, possible thrombolysis/thrombectomy. The patient was started on therapeutic lovenox and coumadin. During the course of the hospitalization, the patient underwent several procedures in interventional radiology, including a pelvic venography; inferior vena cava (ivc) and renal venography; placement of a temporary inferior vena cava filter; thrombolysis of the left lower extremity; pelvic vein thrombectomy; angioplasty of common femoral vein, external iliac vein, common iliac vein and inferior vena cava; in addition to placement of stents in the common femoral vein, external iliac vein, common iliac vein and inferior vena cava. Surgical procedural details were not provided. The final discharge diagnosis was noted as extensive left lower extremity dvt. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years after the filter implantation. The patient reports blood clots, clotting and or occlusion of the ivc. The patient further asserts to have suffered from additional blood clots, chronic pain post implant, in addition to moods, anxiety and depression triggers.